Event description:
Event: partial jacket retraction. The jacket could not be completely retracted. The hooks were partially exposed, but the device was pulled back into the sheath and removed without patient injury. A second device was successfully implanted.